Manufacturer narrative:
Findings: unit alarmed during self test and unable to communicated with blood glucose meter due to faulty y1 on board. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump was tested with water liquid reservoir and no air bubbles anomaly noted. No cosmetic damage noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 360 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.